Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg and two percutaneous leads, on (B)(6) 2009. It was reported that the patient lost stimulation approximately two weeks prior, and afterwards, her ipg was unable to communicate with her programmer or charger. The patient stated that she had fully recharged her ipg last month. She reported no recent falls or trauma to the ipg or leads. Replacement external devices and reprogramming efforts were unsuccessful at resolving the issue. It was reported that the physician will most likely replace the ipg, but the next course of action is currently undetermined. No further information is available at this time.